Manufacturer narrative:
Follow-up #1 date of submission 12/28/2015-product analysis: the device was returned and evaluated by product analysis on 12/11/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. The pump powered on with a functional audio alert; the audio output level was within specification.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the pump's continuous glucose monitoring high and low blood glucose alarms could not be heard overnight. The pump system was unavailable at the time of the complaint. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because a pump malfunction could not be ruled-out.